Event description:
It was reported that the patient received inappropriate shocks caused by oversensing. Impedance results through the analyzer were normal at 615 ohms, but one measurement through the device was 1400 ohms. The lead was explanted and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: proximal conductor fractured; full lead returned.